Event description:
The customer reported the instrument generated ls offset high and differential voteouts and approximately 15 to 20 mls of red/brown colored fluid leaked from the coulter lh 750 hematology analyzer onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves, safety glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the instrument. The customer technical service (cts) was told by the customer that the fluid leak around the flow cell area. The customer stated that the bottom of the flowcell tubing was misaligned. The cts guided the customer in cleaning the flowcell fitting with an alcohol pad and reinstall the tubing to resolve the reported issues. The customer then performed latron primer test and quality controls. All test results were within specifications. The instrument was returned to normal operation. (B)(4).